Event description:
The customer called and reported that one of the buttons on the insulin pump was not working. Customer's blood glucose was 125 mg/dl. It was stated the insulin pump may have been dropped. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.